Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, PICC line becoming dislodged and coiled in a patients arm which then subsequently caused a blood clot in the patient¿s neck which needed additional medical treatment, there was a query over surgery but this was not required. The patient attended the oncology clinic ward for a PICC line flush and dressing change. Nursing staff alerted anp that the patient's jugular veins were engorged with raised collateral veins to his chest. Patient referred to eau for review. CT tap performed and reported with right-sided internal jugular vein, right brachiocephalic and right subclavian vein thrombus. Coiling of right PICC line was seen. Discussed with stac who advised anticoagulation. Vascular team mdt outcome, outcome thrombosed right side PICC line, stenosed ijv, subclavian dilated slightly due to clot. No concern from ir or vascular regards removal, doesn't require surgical removal based on CT. Can be removed on ward by team. Additional information received: it was reported the entire wire was removed from the patient, images taken, and anticoagulation therapy given. No long term harm but the patient had to stay in the hospital after the event.